Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use retrieval nitinol basket v's guidewire tip of the catheter's distal end was easily broken off. The issue occurred during service / maintenance (not in a clinical setting). There were no reports of patient involvement.